Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. Technical services (ts) was consulted and confirmed the loc; additional it was noted that the p waves had been small on trends. Ts recommended adjusting sensitivity. The patient is undergoing chemotherapy, which could impact threshold measurements. The patient is dependent. No additional adverse patient effects were reported.